Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the reported display issue and procedure cancellation was unable to be confirmed. No issues with the display screen was observed during the investigation. The rf generator powered on and emitted one audible tone as an indication of a successful hardware startup self-test. The device was left on for an extended period and no display issue was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During the procedure, approximately 5-10 minutes after being turned on, the generator remained powered on but the screen would go blank. The issue was not resolved and the procedure was cancelled.